Event description:
Information was received regarding a cadd legacy plus pump. It was reported that the device was alarming "no disposable, clamp tubing." The caller opened the pouch and the cassette was separated from the pump. The tubing was clamped at port site, settings were reviewed and the cassette was reattached. The cassette came apart from the pump as soon as it was locked into place. Per caller, the screw popped out and cassette fell off. Attempted several times to reattach cassette and it would not stay locked in place. The reservoir volume was 56ml, rate was 2ml, and 36.05ml was given. There was also no patient, or clinician injury associated with this occurrence. No further details provided at this time.